Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as fa found that the instrument worked as design with no issues. The fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument bent bigger than the operation on the console, and the clamp could not be grasped well. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument moved a greater distance than intended, bending more than the surgeon's console input and causing difficulty with grasping. The instrument followed the intended direction of movement. The customer could not confirm if there was physical damage, fragment retention, or whether the instrument was removed with the cannula. The instrument was inspected before use with no abnormalities found.